Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient their heart rate was below the programmed lower pacing rate and it was noted the phenomena occurred while the patient was lying in the supine position. The patient was hospitalized for approximately one week, during which a device check was performed and the patient was monitored but the symptoms did not return. The patient was released from the hospital and the symptoms have since returned at the patient's home. A follow-up appointment is scheduled and the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.